Event description:
A nurse called to report that the customer was hospitalized for high blood glucose levels. A blood glucose reading of 177mg/dl was reported by the nurse. Troubleshooting was preformed and the insulin pump passed the prime and high pressure tests. The nurse did not know if the programming was correct. The nurse found that there was a fixed prime of 18 units programmed. Advised the nurse to verify the programming with the customer's doctor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.